Manufacturer narrative:
The sheath, 4fc12 with lot number 9974332, was returned and analyzed. Visual inspection of the sheath showed the shaft was twisted at 2.375 inches proximal from the tip. Deflection worked as per specification. Also, the steerability was difficult because the shaft was twisted. In conclusion, the sheath failed the returned product inspection due to the twisted shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was noted to be kinked and was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.